Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved by manual compression and there were no reported injuries to the patient. This was during a diagnostic procedure in which a retrograde approach was used with a 5f non-cordis sheath. The physician was certified in the use of the exoseal vascular closure device (vcd). Femoral artery suitability and insertion angle were verified on angiography, and vessel diameter was confirmed to be at least 5 mm. There was no calcium, plaque, stent, >50% stenosis, or prior closure/manual compression at the access site within 30 days, nor were there signs of hematoma, arteriovenous fistula, or pseudoaneurysm. The patient¿s body mass index (bmi) was not greater than 40. One exoseal vcd was used. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage before use. There was no difficulty connecting the sheath to the vcd. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until bleeding slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. No red color was seen in the indicator window. The indicator wire loop was visible upon removal. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved by manual compression and there were no reported injuries to the patient. This was during a diagnostic procedure in which a retrograde approach was used with a 5f non-cordis sheath. The physician was certified in the use of the exoseal vascular closure device (vcd). Femoral artery suitability and insertion angle were verified on angiography, and vessel diameter was confirmed to be at least 5 mm. There was no calcium, plaque, stent, >50% stenosis, or prior closure/manual compression at the access site within 30 days, nor were there signs of hematoma, arteriovenous fistula, or pseudoaneurysm. The patient¿s body mass index (bmi) was not greater than 40. One exoseal vcd was used. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage before use. There was no difficulty connecting the sheath to the vcd. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until bleeding slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. No red color was seen in the indicator window. The indicator wire loop was visible upon removal. The device will be returned for evaluation.